Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose level was 430 mg/dl, at the time of incidence. Customer was treat with insulin pump with 6 units of insulin. Customer reported that they also experienced low blood glucose level of 46 mg/dl. Customer was treat with fruits and sugar for low blood glucose level. Customer was okay to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.